Event description:
A family member reported that the patient experienced a seizure due to severe low blood glucose (bg). The family member reported that the patient woke up with a bg of 43 mg/dl, was treated with oral carbohydrate and was later found unresponsive. The patient was reportedly treated with glucagon before emt arrived and the patient's bg resolved to 104 mg/dl. Upon arrival to the ER, the patient was reportedly given zofran to relieve nausea. The family member attributed the low bg to increased activity the night before. She also stated that the basal rate from 12 am to 3 am was adjusted by the patient's physician to prevent any further low bg issues. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(6). The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump total daily dose history showed that insulin delivery totals correctly reflect the user programmed basal rates. A 29-hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the keypad symbols were found to be worn and the serial number label was found to be peeling.